Event description:
Product received as an unexpected return with a complaint of leaking. Although requested, there has been no impact to patient response or additional event information made available to date. (Note received with product stated; "event date (B)(6) 2019. Leaking when tubing entered the pump".)

Manufacturer narrative:
The customer's report of leaking was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A small hole was observed in the silicone tubing, below the upper fitment retainer ring. No gouge/crush marks were observed on the upper fitment. Traces of clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed with the set. Although damage was observed, functional testing was performed and water was observed to be dripping out of the location of the hole in the silicone segment tubing. The cause of the leak was a hole in the silicone tubing just below the upper fitment retainer ring. The root cause of the hole could not be definitively determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however not provided at this time requested lot however not provided.

Event description:
Product received as an unexpected return with a complaint of leaking. Although requested there was no additional event details or patient impact provided at this time. Note received with product stated: " event date (B)(6) 2019 leaking when tubing entered the pump".